Manufacturer narrative:
An event of arrhythmia after the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3mm."

Event description:
It was reported that on (B)(6) 2023 a 23mm navitor valve was implanted during a transcatheter aortic valve implantation using a flexnav delivery system. A basilica procedure was also performed. The device was implanted successfully. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 7mm. After the procedure, the patient developed arrhythmia. The patient then had a permanent pacemaker implanted on the same day as the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.